Event description:
New information was received indicating that the patient's incision was healing properly following the irrigation and there were no further signs of infection. No cause other than vns surgery was identified to be the cause of the original infection.

Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that a patient experienced an infection at the generator site shortly after implant surgery. The site was irrigated and treated but the generator was not explanted. Review of manufacturing records for the implanted pulse generator and lead confirmed sterilization prior to device distribution. Attempts for additional relevant information have been unsuccessful to date. No known further interventions have occurred.